Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that they received emergency medical assistance on (B)(6) 2018 with a blood glucose of 22 mg/dl. The customer was at 120 mg/dl at the time of the call. The customer left the house to take a walk but was found passed out on the street. The customer was treated with intravenous glucose. He declined being taken to the emergency room. The customer was using the insulin pump system within 48 hours of the reported low blood glucose event. The auto mode on the insulin pump was not active and automatically adjusting insulin delivery during the event. Troubleshooting was not completed and the outcome was inconclusive. The insulin pump will not be returned for analysis.